Manufacturer narrative:
A4): patient's weight unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. D4): device lot number, expiration date unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk h6): perforation of vessels, great vessel perforation, cardiac perforation, and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to the system giving inappropriate shocks. Spectranetics lead locking devices were inserted into each lead to provide traction. Multiple spectranetics devices (11f tightrail sub-c rotating dilator sheath, 11f tightrail long) were used to ultimately extract all three leads. However, while removing the ra lead using the 11f tightrail (long), a continuous perforation (extending from the innominate vein through the superior vena cava (svc) to the right atrium) was discovered. Rescue efforts began, including bypass and sternotomy. Patches were placed through the entire perforated region and 3 new leads were implanted through the patches. The patient survived the procedure, but died the following day. This report captures the 11f tightrail long, in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.